Event description:
It is reported that, during the process of implanting the tibial plate and the articular surface, a piece of metal was noticed which may have fractured off of the tibial baseplate.

Manufacturer narrative:
Evaluation summary: without additional information, the origins of the metal piece and what might have caused it to appear cannot be conclusively determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will not reopened. Zimmer, inc., considers the investigation closed.